Event description:
In 2006 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch basic enhanced meter was prompting the "insert strip" message. The pt was found unresponsive after he had administered insulin following the attempted use of the reported meter. The pt's daughter attempted to administer sugar; however, the pt was having difficulty taking it in. The paramedics were contacted and the pt was administered glucose injection upon their arrival. The pt was transported to the hosp and treated with IV glucose and food for a blood glucose level of 24 mg/dl. The customer care advocate (cca) verified that the pt had been using the correct testing technique. The cca walked the reporter through cleaning the meter, retesting, and the issue was resolved. The meter, test strips, control solution, and check strip were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.